Event description:
A healthcare facility in (B)(6) reported that an mr730afb produced condensate in the breathing circuit. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint mr730afb respiratory humidifier was returned to fisher & paykel healthcare service centre in (B)(4) for inspection. The service center attempted to replicate the reported condensation build up by setting up the humidifier and conducting performance check. Results: no condensation build up was observed when the subject humidifier was performance tested. Conclusion: the reported fault was not replicated as the humidifier functioned normally during testing. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following the testing, the subject humidifier was returned to the healthcare facility.